Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("essure contraceptive device" is a fragmented spring device") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity, vaginal discharge, gravida and polycystic ovarian syndrome. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 47.466 kg/sqm. [Pathology test] on (B)(6) 2019: contraceptive device, removal: consistent with essure contraceptive device. Clinical diagnosis: pelvic pain gross description: received "essure contraceptive device" is a fragmented spring device with attached soft tissue measuring 4.5 x4x1.0 cm. In aggregate. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("essure contraceptive device" is a fragmented spring device") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity, vaginal discharge, pregnancy and polycystic ovarian syndrome. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 47.466 kg/sqm. [Pathology test] on (B)(6) 2019: contraceptive device, removal: consistent with essure contraceptive device. Clinical diagnosis: pelvic pain. Gross description: received "essure contraceptive device" is a fragmented spring device with attached soft tissue measuring 4.5 x4x1.0 cm. In aggregate. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage¿¿. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical device removal was updated to device breakage..reporters,medical history, lab data, patient information,indication,drug removal date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 28-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criterion intervention required), 3 years after insertion of essure. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 18-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.